Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient reported dissatisfaction with vision and z syndrome with both lenses that were implanted in 2012. The patient is unhappy with her visual results. Reportedly, the patient had a yag procedure and wears glasses. The reason for the yag was not reported; also, it is unknown if the yag was performed on one eye, or both eyes. Additional information has been requested but has not been received. This report refers to lens 2 of 2.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.